Event description:
The customer reported that the device is not charging the battery and there is no ac power. The reported problem is indicative of a failure that would result in the device operating on battery power only. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.